Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports that during a correlation study the following coaguchek xs plus/laboratory results were obtained: 6.0 inr/3.7 inr, 2.2 inr/1.6 inr no actions taken based on device results. No adverse event reported. Requested return of suspect device however caller no longer has the test strips; replacement was sent.